Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was helically deformed from approximately 55.0 cm from the distal tip to the distal tip. The cat6 was ovalized from approximately 38.0 cm to approximately 55.0 cm from the distal tip. The cat6 was repeatedly kinked from approximately 7.5 cm to approximately 38.0 cm from the distal tip. The cat6 was folded lengthwise from approximately 10.5 cm from the distal tip to the distal tip. Conclusions: evaluation of the returned sep6 revealed that the sep6 bulb was separated from the device, but the core wire was not fractured. This damage typically occurs due to improper handling during use. If the sep6 is forcefully retracted against resistance, the bulb may become pulled off of the wire. Evaluation of the returned cat6 revealed that it was ovalized, kinked, and folded lengthwise along the distal catheter shaft. If the cat6 is forcefully manipulated through very tortuous anatomy, these kinds of damage may occur. The damage observed on the cat6 likely caused resistance when advancing the sep6 through the cat6 as mentioned in the complaint. The damage observed on the cat6 likely caused resistance that led to the sep6 bulb separation. Penumbra separators and catheters are 100% visibly evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00763.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 6 (cat6). During the procedure, the physician had difficulty advancing the sep6 through the cat6. Subsequently, the sep6 was only able to advance halfway through the cat6 and was unable to exit the cat6. Therefore, the sep6 was removed and after removal, it was noticed that the sep6 bulb was dislodged from the wire. After filtering the contents inside the penumbra pump canister (canister), the physician found what appeared to be the sep6 bulb inside the contents of the canister. The physician then decided to discontinue treatment using the penumbra devices and inserted an infusion catheter for overnight lysis in order to clear up the small amount of residual clot. The physician did not report any deficiency with the cat6 device but it was reported that the cat6 was put through very tortuous anatomy. There was no report of an adverse effect to the patient.